Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman flx delivery system (flx) with the implant in the sheath. Analysis of the implant, core wire, tip, sheath, and hub/valve included microscopic and visual inspection. There were numerous kinks to the sheath, striations on the inside of the sheath at the distal end, and tip damage. The device was flushed with water and a hole in the sheath 2.1cm from the proximal end of the sheath was detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed the reported hole in the sheath.

Event description:
It was reported a pinhole on the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 31mm watchman flx laa closure device with delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. A full recapture was performed and the wds was removed from the patient. When the wds was flushed outside the patient, a pinhole about 1cm from the connection to the tuohy was noticed on the sheath of the wds. It is unknown how that occurred since there was no pinhole upon preparing the device. There were no patient complications. It was further reported that there were no clear causes of the pinhole nor were there any ideas of how it was caused. The case was successfully completed with another device. That patient was discharged without complications.

Event description:
It was reported a pinhole on the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 31mm watchman flx laa closure device with delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. A full recapture was performed and the wds was removed from the patient. When the wds was flushed outside the patient, a pinhole about 1cm from the connection to the tuohy was noticed on the sheath of the wds. It is unknown how that occurred since there was no pinhole upon preparing the device. There were no patient complications.

Event description:
It was reported a pinhole on the delivery system occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 31mm watchman flx laa closure device with delivery system (wds) were used. The closure device was deployed, but needed to be recaptured. A full recapture was performed and the wds was removed from the patient. When the wds was flushed outside the patient, a pinhole about 1cm from the connection to the tuohy was noticed on the sheath of the wds. It is unknown how that occurred since there was no pinhole upon preparing the device. There were no patient complications. It was further reported that there were no clear causes of the pinhole nor were there any ideas of how it was caused. The case was successfully completed with another device. That patient was discharged without complications.